Manufacturer narrative:
On october 9, 2024, the mentor failure analysis lab received the device for evaluation. On october 11, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage or gel exposure. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On september 19, 2024, mentor received additional information indicating that the suspect medical device is a 300cc mentor memorygel breast implant (catalog: 3507300bc lot: 5785818). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
On february 10, 2025, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade iii). On february 11, 2025, mentor received further additional information indicating that the patient actually was initially diagnosed with bilateral breast ptosis, right breast capsular contracture, and bilateral lipodystrophy of the lateral chest walls. It was during the surgery that the gel bleed on the right breast was identified. Subsequently, the implants were replaced and capsulectomy and liposuction of bilateral lateral chest walls were performed. Mentor also became aware that the correct suspect medical device for the right breast was lot number 5784761. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the right breast prosthesis. Ptosis on the left breast will be reported under mrn: 1645337-2025-01626.

Manufacturer narrative:
On february 21, 2025, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the gel mod-rnd 325cc breast implant was found to have a tear on the posterior view, measuring approximately 4.5 cm. In addition, shell abrasion was noted on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent primary breast augmentation with two unknown mentor gel implants. Post-operatively, the patient suffered right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9864462 sn: (B)(6) and (left) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9989711 sn: (B)(6).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).